Event description:
Patient complained of pain after implantation of locking reconstruction plate. A post op x-ray showed on non-union. Revision was performed in 2008, and it was discovered the plate was broken. Patient was revised with another reconstruction plate.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Synthes is unable to determine the manufacturing date without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.